Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the catheter broke. A 2.1mm jetstream® xc atherectomy catheter was selected for a atherectomy procedure in the superficial femoral artery. During removal of the device, the back end of the catheter broke/severed. The device was removed manually over the unspecified wire. No patient complications were reported and the patient's status was fine.